Event description:
Procedure: sleeve gastrectomy. According to the reporter: the surgeon could not pull the black return knobs back to open the jaws. The jaws were released by manipulation. Another device was applied and additional tissue was resected.